Event description:
A us distributor reported that a patient was experiencing "check therapy electrode" messages and a damaged te pad.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check therapy electrode messages, damaged te pad) was confirmed due to an open pulse wire. The electrode belt did not pass falloff testing. The root cause pf the physical damage to the open wire was unable to be positively identified. There was no adverse event that resulted from the damaged belt.